Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the trunk cable connector was cracked exposing wires. Upon eval, the white (drvn_gnd), orange (+5v), and black (main batt) wires were open in the trunk cable connector. The cause of the service code 204 is the open wires in the trunk cable connector. The cause of the open wires is a damaged trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.